Event description:
Mr850 humidifier was being used with airlife neonatal circuit manufactured by allegiance healthcare. Unit was transferred to surg. And pt bagged through surgical procedure. Mr850 humidifier was left with flow blowing through circuit, as pt had been on peep. Upon placing pt (infant) back on vent. A temp. Of 50 degrees c was noted on humidifier. Pt was removed from vent circuit which was found to have fused together 4 inches from the 'wye'. No pt injury noted. On disconnection of the patient from the circuit a high gas flow would have been present in the inspiratory circuit but there would have been no gas flow in the expiratory side. This situation would have resulted in the humidifier applying a high heater wire power to maintain temperature at the patient wye. Due to the parallel connection of both heater wires, the expiratory circuit with no flow through it will get very hot. Breathing circuits should not be covered when in use, it is significant that the deformation occurred under the 'towel wrapped fixation to the infants bed rail'.